Event description:
Since being implanted in (B)(6) 2013, with essure, my body gone through terrible changes. Before getting implanted with essure I was a (B)(6), very healthy being never hospitalized, no major surgeries, gynecological issues and or health issues. Since being implanted with essure I have developed red skin rashes, constant itchy skin, significant hair loss, frequent urinary tract infections, frequent bacterial vaginosis infections, ovarian cyst, pelvic floor pain, depression, migraines, high blood pressures, blood clots/heavy bleeding during period cycles and more. All of which have caused me to miss significant amounts of work and rack up medical bills due to constant trips to the hospital emergency room. I don't feel like a (B)(6)due to always having health issues, essure has taken my pride and health away. What a terrible mistake.